Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Returned for analysis were the pump and pump connector with the proximal segment of the catheter. Final analysis revealed no significant anomalies, normal device function.

Event description:
It was reported that it was "hard to do telemetry when sending new info to pump." No pt injury was reported. A rotor study was performed, the result was positive. A dye study was performed, the result was positive. The pt's device was removed on (B)(6), 2011. The drug in the pump at the time of the event was not reported.